Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Poking - mouth [mouth injury]. Brush heads slipping from holder [device breakage]. Consumer reported via e-mail that the brush heads were slipping from their holder. No serious injury was reported.